Event description:
The customer reported the ventilator the ventilator had a blower temperature high occurrence. There was no patient harm reported. During testing, the facility biomedical engineer reported the ventilator output was low. The manufacturers field service engineer '(fse) was able to duplicate the reported problem. During testing the fse reported the air flow check failed. The fse replaced the blower to address the reported problem. Applicable final testing was performed to operating specifications and passed.